Manufacturer narrative:
Device evaluated by MFR.: gladiator device - 6x40x75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. A microscopic examination identified a balloon pinhole located approximately 16mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres as per gladiator specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the center of the elbow vessel. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the center of the elbow vessel. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.